Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower during gripper actuation test. Troubleshooting was performed and was successful initially. However, it was consistently noted that one gripper was unable to lower when the clip was unlocked in any of the tests, but did lower every time when the clip was locked. Hence, the clip was deployed. The tr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.